Event description:
A report was received stating that during use of the listed device for infusion of chemotherapy, the extension set's tubing separated from the luer. The separation was identified immediately. There was no exposure of blood or chemotherapy to the clinician. There were no adverse effects to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.